Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the unit did not start running as soon as a battery pack was installed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the unit failed the power test. A visual and functional assessment was performed on the device which found that the unit failed the power test, specifications: 40 to 65 watt, result = 81 watt. During repair, it was observed that the electronic control unit (ecu) was damaged and stopped working after the power test - no more voltage output. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that as soon as a battery pack was installed, the drive of the small battery drive device began turning. It was further reported that activating the triggers had zero effect on the device. There was a five minute delay in surgery to obtain an identical spare device .there was no patient involvement reported. It was reported that the patient was not in the room. It was reported there was no serious injury or death. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.